Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 7 months after the initial procedure the patient had a right hip revision on (B)(6) 2016. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2016: diagnosis: aseptic failure of right hip replacement, seroma of right hip the patient had a large effusion. It was communicating through the watson-jones interval more inferiorly and the inferior portion of gluteus medius. The patient was awakened and transferred to recovery in stable condition.

Manufacturer narrative:
D10: concomitant: (B)(6), 170-32-03 - biolox delta femoral head 32mm od, +3.5mm; (B)(6), 180-01-52 - nv crown cup clstr hole 52mm group 2; (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm; (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm; (B)(6), 188-00-10 - wedge plasma s/o sz 10. Pending investigation.

Manufacturer narrative:
H10. Additional/updated information ¿ b5, g2, h6. Medical device problem code, h8. H3. Investigation results-the cause of the patient¿s instability, prosthesis dislocation, and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The revision operative report had no mention of device malfunction or wear, the devices were noted to be well-fixed. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
The devices were well fixed. No evidence of infection or impingement. Procedure to improve the stability-changing liner, offset liner 5mm; had increased to 36; increased neck length; and trimmed bone along the anterior to avoid impingement. There is no other information available.